Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the pressure adjust dial fell off. The alleged defect occurred prior to pt use; during functional testing.